Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. "The patient presented to the emergency department approximately 24 hours post-ablation with pain and fever. A CT scan was normal and no free air was identified. She was discharged home with antibiotics for a presumptive diagnosis of endometritis. She returned 48 hours later with severe pain. The repeat CT scan showed free air in the abdomen and she was taken to the operation room. On diagnostic laparoscopy, the uterine fundus was notable for bilateral areas of circumferential blanching, each measuring approximately 1 cm in diameter. Within the areas of blanching were small perforations. The bowel was inspected and there were no thermal injuries or perforations identified. The dr. (B)(6) that the cornual myometrium may have been thin. During post-operative care, the original blood cultures grew enterococcus faecalis and the patient required 5 days of intravenous antibiotics. She was discharged home and was doing well at her 4 week follow-up visit".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).